Event description:
It was reported that the catheter was completely broken. A 150/10 renegade hi-flo was selected for use. During preparation, protection tube was irrigated, however, a complete break of the catheter was noted upon retrieving. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shipping hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed damage in the form of a fracture located 16cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was completely broken. A 150/10 renegade hi-flo was selected for use. During preparation, protection tube was irrigated, however, a complete break of the catheter was noted upon retrieving. The procedure was completed with another device. No patient complications were reported.